Event description:
It was reported that a cartridge alarm occurred. Reportedly, the customer was reusing the cartridge and removing insulin from the cartridge. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Reportedly, customer required assistance from the contact to address bg with a manual injection. Tandem technical support educated the customer that reusing the cartridge and removing insulin from the cartridge were off label as per the user guide. Reportedly, customer loaded a new cartridge to resolve the issue.